Manufacturer narrative:
B5 - add'l info on this event will be provided in a f/u report when available. H6 - device was rec'd 8/11/97 for eval by MFR. F/u report will be sent when eval has been completed. H6 - final device analysis shows no anomaly found, normal device function.

Event description:
Info from this foreign report is incomplete. MFR is pursuing add'l info to clarify the details of the event, which indicate a possible pneumothorax and possible overdose of morphine. The device has been received by the MFR for evaluation.